Manufacturer narrative:
No product was returned was investigation. Logs were returned, upon investigation suction was noticed and low pump flow was observed than expected flow. The root cause of the low pump issue was not determined since product was not returned and insufficient clinical information was provided.

Manufacturer narrative:
No product was returned was investigation. Logs were returned, upon investigation suction was noticed and low pump flow was observed than expected flow. The root cause of the low pump issue was not determined since product was not returned and insufficient clinical information was provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was noted that flows were reduced to 2.3 at p6, causing suction alarms. Decision was made to explant rp. No patient harm was reported.